Manufacturer narrative:
The sample was serum. Qc results for mg were not stable on the event day. During the day, the qc results were out of specification in the morning and in the afternoon. The reagent was recalibrated and this brought qc back into specifications in the morning, but in the afternoon the level I qc was out of specifications, and the level ii and iii were recovering at the top end of the qc range. A copy of the reaction monitors for these results was requested from the laboratory, but these could not be supplied as they were no longer available. A copy of the hard drive was requested from both instruments in the laboratory. This has not been received yet. Sample was flagged and should not have been released from the laboratory. User failed to follow instructions regarding actions to be taken when a sample is "y" flagged.

Event description:
The au640 with ise chemistry analyzer generated a magnesium (mg) result of 0.36 with a "yl" flag for one patient. The result was reported out of the lab. The patient was admitted to hospital. Another sample collected from this patient was tested for mg on this instrument which gave a result of 0.04 with a "yg" flag. The sample was re-tested and repeated result was 0.03 with a "yg" flag. The sample was then repeated on another instrument in the lab and a result of 0.91 was obtained without any flag. Flags description: y flag - reagent blank/routine od at first read point at first photometric point high; g flag - result is lower than the dynamic range; l flag - result is lower than reference range.